Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the customer reported problem of a flogard infusion "requesting repair" was confirmed by quality engineering as failure 94 because it was the only device issue found by service. Service determined that the cause was due to defective main batteries, which were replaced to resolve the issue. If additional relevant information becomes available a follow-up will be submitted.

Event description:
It was reported that a flogard infusion pump required repair. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.